Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical dept for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen test and the device touchscreen would not calibrate. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the device powered on normally and passed the self test; however, the device touchscreen was not responsive when the keys were pressed. This was due to contamination on the bottom of the touchscreen caused by fluid ingress which altered the characteristics of the touch screen. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.